Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged peripheral IV catheter was inconclusive due to the nature of the returned sample evidence. The product returned for evaluation was one photograph which appeared to depict a portion of peripheral IV catheter. Possible usage residue was observed. No other details about the catheter were discernible. No catheter damage was observed during evaluation of the submitted photograph; however, a thorough evaluation was not possible. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the package was opened, it was noticed that the inner needle of the introducer needle (= IV catheter and inner needle set) had perforated the IV catheter.